Manufacturer narrative:
The field service engineer (fse) went on site to fix the issue of the cracked lid. As such, the device was available for evaluation but was not returned. Product investigation has been done for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: d10, g4, g7, h2, h3, h4, h6, and h10. Fse replaced cracked plastic lid on the device. No other issues were found. Equipment repaired and verified according to OEM instructions. Software attributes have been verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. The device history review confirmed that device conformed to specifications when shipped. Root cause of the issue cannot be conclusively determined. It is likely that the device lid came in contact with something hard. In the instructions for use (IFU) includes the statement: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.

Manufacturer narrative:
There is no additional information about the event yet. A field service engineer was dispatched to the user facility to repair the device. A definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device lid was cracked.